Manufacturer narrative:
Date of event is estimated. Attempts were made obtain device and implant date information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-06141. It was reported that one of the patient's leads had high impedances and the other migrated. As a result the patient lost effective therapy. Surgical intervention was undertaken to replace both leads. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.